Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was "always high". Bg level not provided. The customer alleged that the pump was not reliable in reference to elevated bg levels. No additional information was provided.